Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: review of the pump history did not reveal any evidence of the alleged call service 012 alarms. On investigation, the pump powered on with functional audio tone and vibration; however, the display screen remained blank. Product analysis was unable to further investigate the alleged call service 012 alarm issue due to the blank display screen. The unrelated display screen issue was determined to be the result of moisture damage inside the pump occurring from a crack in the pump case allowing moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.